Event description:
It was reported that the pt is complaining of pain and swelling. The pt reports he plays golf and raquetball. He further reports in the beginning he had no pain but has experienced pain in the last 2 months.

Manufacturer narrative:
The pt is (B)(6). At this time, the pt was unable to identify the devices implanted, however, believes them to be either rejuvenate or a bg ii. Add'l info has been requested and if received, will be provided in a supplemental report.